Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl. The cause of low bg was unknown. The customer was unconscious and received third party assistance from their son and emergency medical technicians (emts), who assisted with getting carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.